Manufacturer narrative:
The device is currently unavailable

Event description:
Per the clinic, the patient experienced a decrease in speech understanding resulting in the decision to explant the device. The device was explanted on (B)(6) 2016; during the same surgery the patient was re-implanted with a new device. The device has not been made available for analysis as of the date of this report, may 26, 2016.

Manufacturer narrative:
It was also reported that the electrode array had migrated into the mastoid cavity. Device analysis report attached.